Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective blower. The blower speed is lower than the target speed-5% for more than 5s. Correction: replaced defective component. Note: the UDI number in section d4 was not provided because it is an old device produced (22-jan-2014) before 2015, when no UDI was required.

Event description:
The following was reported to hamilton medical ag: summary: technical event:231009 due to defective blower.